Event description:
It was reported that the patient developed an infection at the ipg site. The physician believed it was procedure related. It was noted that the patient had a methicillin resistant staphylococcus aureus (mrsa) and was prescribed antibiotics. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.